Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The device was returned. Complaint information reported: pa from cardiology for episodes of vfib and decompensating hf. Hx of milrinone drip. Admits to palpitations. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5147564. No device details are available. Received voluntary anonymous medwatch report, mw5147563.

Manufacturer narrative:
9-jan-2022 - device received. Had a hospital admission form with admission date of (B)(6) 2022 on it and same information. Was able to link the correct serial number. System was explanted on (B)(6) 2022 for a heart transplant. The device was received and analyzed. The memory content of the ICD was inspected, showing a normal device function. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the device proved to be fully functional. The analysis of the memory content showed a normal device behavior. There was no indication of a device malfunction.